Event description:
It was reported that during procedure,the screw was broken when the device was used usual. A backup device was available to complete the procedure with no significant delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: - do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout. - failure to distribute proper tension through both suture ends may result in inadequate suture lock and potential failure. - do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. A review of product print/specifications found that there were no abnormalities observed. Visual inspection of the instrument shows no manufacturing abnormalities. The implant was broken/detached and the device was returned with three(3) of the parts of the distal end in a separate plastic pouch. No sutures were returned with the instrument. The returned device is intended for single use and could not be functional tested. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) misalignment of implant or inserter during and after insertion (3) bone quality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.